Event description:
Additional analysis was performed. After an additional visual of the pulse generator module, it was discovered that l2 did not get soldered down completely to the substrate (l2 was removed to access c12 and r12, all of which were replaced with bench components while troubleshooting the ¿no-communication¿ issue, including c2). After re-soldering l2, the pulse generator module (with a bench power supply at 3.00 volts) interrogated and programmed one inch from the programming wand. Subsequent post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. To replicate the failure for supply current off-time, a 30k ohm resistor was placed in parallel with capacitor c2. The pulse generator module would not interrogate and the off-time current measured approximately 9.0ua at the pa bench (ambient temperature). When the resistance was removed the off-time current measured approximately 3.5ua and communication was possible. The results were the approximately same when this bench test was repeated on capacitor c12. This would suggest that one of the capacitors (c2 or c12) became leaky, leading to the supply current off-time error. The failure mechanism for the leaky capacitor was not ascertained. Additional analysis will be performed to determine what the faulty component is (c2 or c12) along with the failure mechanism. Confirmation is also pending from pa if the differing microprocessor logic states were the result of incomplete soldering of the l2 component.

Event description:
The initially noted a1 signal observations were determined to be related to the inadequate solder employed in-house during troubleshooting. The microprocessor issues resolved with proper soldering of components; therefore the battery depletion was due to a leaky capacitor.

Event description:
It was reported that the patient's generator was unable to be communicated with during the office visit. Two programming systems were attempted. The patient was brought back in the following day and the physician's programming systems were able to interrogate a demo generator, but not the patient's generator. The patient mentioned that she had not felt device stimulation since the prior sunday and denied any trauma. The patient indicated that she felt the device had been moving a bit. It was reported that it is possible the generator migrated out of communication range. The physician was last able to interrogate the patient's generator in (B)(6) 2014. The patient was referred to neurosurgeon for xray and evaluation. The positioning of the generator will be checked. No additional relevant information has been received to date. No known surgical intervention has been performed to date.

Event description:
Additional product analysis was completed on 05/22/2015. Each of the original components (except r12, damaged during the troubleshooting process) were re-soldered onto the pcb (one at a time), followed by post burn-in electrical test. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications after each of the original components were resoldered onto the pcb. The cause for the supply current off-time test failure was not duplicated or determined.

Event description:
Analysis of the returned generator was completed. The as-received generator did not interrogate. Visual examination showed burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. No other visual anomalies were noted. The battery measurement indicated an end of service condition. Several suspect components were ruled out as contributory factors to the excessive current drain. Various signals from the microprocessor were found to be at different logic levels when compared to a bench device; therefore, the microprocessor is believed to be the source of the issue.

Manufacturer narrative:
Corrected data: the previously submitted supplemental MDR #05 inadvertently contained a typographical error.

Event description:
All references to r12 are updated throughout to r2 as there is no r12 component in this device. This was a typographical error which did not change the conclusion. The r2 was the damaged component, not r12.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to failure to interrogate. The explanted generator has been returned to the manufacturer where analysis is currently underway.